Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a delay in critical therapy following an alarm condition. At an unspecified time, the device was programmed to deliver an unspecified concentration of noradrenaline. No specific programming parameters were provided. After an unspecified length of time, it was reported the device displayed malfunction code 13 with a constant alarm. At that time, the nurse turned the device off and on, however the alarm did not clear. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact reported after delivering more noradrenaline. The pt returned to unspecified previous values. No specific event details were provided. There were no reports of adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.